Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012, the patient obtained the blood glucose reading of 220 mg/dl, and that earlier on that day, the patient obtained the reading of 68 mg/dl. When the patient obtained the 68 mg/dl reading, she experienced the symptoms of shaking and sweating and she "felt low". The patient was treated by eating breakfast; she did not seek any medical attention. During the troubleshooting telephone call, it was determined the patient had replaced the battery but had not reset the pump date/time correctly afterwards. The time was set incorrectly, am instead of pm, which can contribute to the incorrect basal rate being delivered. The patient's technique was incorrect by not resetting the pump date/time after a battery replacement. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after this occurred, and received treatment with food to alleviate her symptoms, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that the time and date were reverting to default settings. Daily insulin delivery totals are inconsistent due to the time and date issue. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.